Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle pierced through the shield in the packaging before use, compromising the sterility. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese to english: "inside the package there is a syringe with its needle through shield, the needle is hooked. They noticed the issue due to a needle stick (clean needle). There was no damage or medical intervention.

Manufacturer narrative:
H.6. Investigation: customer returned (10) 1cc, 6mm, 31g syringes in a sealed poly bag from lot # 9077773. Customer states that there is a syringe with its needle through shield, the needle is hooked, and there was a needle stick. The returned poly bag was examined and exhibited one syringe with the cannula through the shield and hooked, exposing the cannula, which could lead to a needle stick. A review of the device history record was completed for batch# 9077773. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200815149, 200815488] noted that did not pertain to the complaint. Process summary: this machine inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were no quality notifications or maintenance dispatches pertaining to this defect during the production of this batch. Root cause cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle pierced through the shield in the packaging before use, compromising the sterility. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "inside the package there is a syringe with its needle through shield, the needle is hooked. They noticed the issue due to a needle stick (clean needle). There was no damage or medical intervention.